Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter was inserted into the sheath, and with the guidewire advanced into the left superior pulmonary vein (lspv), the catheter was deployed in the left atrium, but the array was deployed inverted. Attempts to retract the guidewire and advance it again, as well as to retract the array back into the sheath and redeploy it, but it did not resolve the inversion. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012409553 was returned and analyzed. Visual inspection was performed and the catheter had the inverted array upon receipt. No other significant damage was observed. All the electrodes were intact. X-ray imaging was used to verify if the inverted array had any broken wires inside, the electrode wires were intact. The catheter was connected to both the test catheter interface cable and the returned catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The functional test was not performed due to the anomaly that was there on the returned device. The catheter was connected to the breakout box. The impedance was measured between electrodes 1 to 9 and related pins e-1 to e-9 on the breakout box. All the measurements were in specification (l ess than 10 ohms) and stable during static and dynamic test. There was no issue with the catheter continuity between connector and electrodes. In conclusion, the reported inverted array issue was confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.